Event description:
It was reported that during a procedure to treat a lesion in the mid left anterior descending artery with moderate calcification, moderate tortuosity, and 99% stenosis, pre-dilatation was performed with an unspecified balloon dilatation catheter. A 3.0x33 rx xience prime stent delivery system was advanced with resistance, force was applied and the stent was deployed. Post stent implant a proximal edge dissection was noted. A 3.5x12 xience v stent was implanted to cover the dissection. There was no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.